Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl and an insulin injection was used to lower the bg level to 234 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set tubing and the cartridge. As the customer did not have an extra cartridge on hand, only the infusion set tubing was changed. Insulin delivery was resumed.